Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 16 injections. The catheter failed the performance test due to #50005 notice (the safety system has detected fluid in the catheter and stopped the injection). Dissection / pressure testing with catheter revealed a guide wire lumen kink and breach at 1.05 inches proximal from the tip.

Event description:
Information received by medtronic indicated that system notice message 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum) appeared on the cryoconsole after several ablations. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 02/03/2015.